Event description:
The customer initially reported that the jaws of the device were getting stuck open. The incident device was returned and a visual inspection revealed that the knife webbing was protruding from the jaws of the device and the insulation boot was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.